Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned wrapped in surgical gauzes. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The file indicated the use of associated products. However, they are not relevant to the reported complaint. The product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the extensive optic damage. Due diligence has been performed in an attempt to obtain further information on this event. The replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that after the intraocular lens (iol)implantation surgery, the patient experienced double vision. Hence the lens was explanted and replaced with another lens in a secondary procedure.